Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant request was received for the patient's left proximal tibia. Noted on the form: "kotz proximal tibia revision. (Requesting) distal gmrs component with cemented stem, hinge and custom proximal tibial component able to connect with kotz proximal tibial component (in situ). Current components in kotz hinge are worn. Custom component required to avoid revision of tibial stem."